Event description:
It was reported per a call from the rn to the clinical support specialist (css) at 12:14 pm edt that the rn stated there was a 60 - 90 second period of no pumping from intra-aortic balloon pump (iabp). The rn stated this occurred about 1/2 hours ago and has not reoccurred since. The css verified that the iabp is currently pumping with no alarms. The rn does not recall any alarms or messages when the iabp stopped; status code "4" is noted under show status. The css explained this indicated the last alarm message was "loss of ap signal." The rn said they do not have the central lumen transduced to the iabp. The css explained that for some reason the pump could not see the fos (fiber optix sensor) signal for that time period, but as soon as the pump could see the signal pumping resumed. The css and rn discussed this could be due to the fos becoming disconnected or the light signal at the tip of the iab was against the wall of the vessel temporarily. Biomed was present as well and requested how to access the alarm history as the css instructed the rn. The css instructed the rn if further interruptions in the fos signal would occur, they should bring the central lumen to the iabp as pump will then automatically switch to that ap (arterial pressure) signal. The rn verbalized understanding of above and the css provided the direct contact number if further assistance is required. At 2:17 pm edt: a direct call back to the css's cell phone. The same rn stated they have gotten several helium loss alarms. The rn said there is no blood and all connections are secure. The rn rechecked the helium driveline and how there is blood noted. The rn has powered down the iabp and is calling the md for removal. The css and rn reviewed the procedure for intra-aortic balloon (iab) removal. The css requested that the iab be saved for return. The rn verbalized understanding. As a result, the iab and sheath were removed together successfully. There was not another attempt to put in another iab. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is unk. Updated info received stated the staff encountered a helium loss alarm. They thought it might be a low helium tank so they replaced the tank and presumed pumping. Pump alarmed again helium loss. At this point, blood was observed in the helium drive line and pumping was stopped. It was noted per field service report: the pump is back in service. There was no fault with the iabp as blood contamination was due to iab rupture. Additional info received on (B)(4) 2012, via a phone call from (B)(6), stated that the pt expired the day after the event. The pt was transferred to another facility and coded soon after arrival. The pt was transferred to receive an lvad (left ventricular assist device).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.